Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients names were not showing up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in the pyxis. The technical support specialist (tss) restarted the service, ran the server and identified that the patient's name and visit identification was not populated in the result. The tss then remoted into the care fusion coordination engine, verified it and waited for the connection from the active directory host and restarted the adt, but the issue was not resolved. The tss identified that the healthcare specialty transaction was not sending the data initially and later it started sending the data and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients names were not showing up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6).